Manufacturer narrative:
Patient identifier: unknown, information not provided. Age/date of birth: unknown, information not provided. Patient weight: unknown, information not provided. Ethnicity/race: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: a partial UDI number is known, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while using a dcb00 preloaded intraocular lens(iol), it was noticed that the tip of the dcb00 is malformed. No further information available.

Manufacturer narrative:
Device evaluation: product testing could not be performed, since the product was not returned for evaluation. However, photo provided attached to the complaint was evaluated. It shows a cartridge tip that looks damaged, but, no cracked can be observed. As the product is not available for evaluation, through the photo is not possible to determine the reported, issue is related to manufacturing process. The reported issue was verified, but product deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were not reviewed. Since product identifiers are not available, neither a manufacturing record evaluation nor complaint occurrence/history for the production order were possible. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.